Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 354 mg/dl and a correction bolus was delivered to address bg. Contact alleged pump was not delivering insulin. Upon follow up, contact declined tandem technical support's offer to perform a pump system check as the contact had resolved the issue.